Event description:
Pt's spouse called lfs in 7/03 alleging the pt's ot basic meter would not power on the day of the event. Spouse stated that the pt takes insulin based on a sliding scale but did not know what pt took on the day of the event. Spouse reported that in the afternoon pt phoned the physician because pt was unable to test. He stated that pt should go to the hosp and have the blood sugar tested. At the ER pt's blood sugar was "500 something." They did not have any symptoms at the time of concern. They were admitted with a diagnosis of hyperglycemia and they are currently in the hosp where pt is being treated for hyperglycemia and they are running other tests (reason of tests unk). This case is being reported as an adverse event because pt was unable to test on the meter that caused a delay in treatment.